Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the vistec sponge that only had 9 sponges in it instead of 10.

Manufacturer narrative:
Samples were not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. A corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation.